Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 7 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5264788. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod is difficult to move during injection. The following information was provided by the initial reporter: material no. 328411 batch no. 5264788. It was reported that plunger rod is difficult to move during injection. Verbatim: consumer reported plunger rod difficult to move during injection, does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod is difficult to move during injection. The following information was provided by the initial reporter: material no. 328411 batch no. 5264788. It was reported that plunger rod is difficult to move during injection. Verbatim: consumer reported plunger rod difficult to move during injection, does not re-use.